Event description:
Hex is broken.

Manufacturer narrative:
Initially record was cancelled due to reportable event was performed via e*submitter under a different MFR report #. The customer has now returned the product of an implant and the investigation is underway for the implant.

Event description:
Hex is broken.